Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced ineffective stimulation. An x-ray was performed, and no lead migration issue was observed. Patient denies any traumas and falls. Lead was explanted, and a new lead was implanted. Effective therapy was confirmed. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.